Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024 . On (B)(6) 2024 , the patient experienced chest pain, back pain and stomach pain. The cgm reading was 13.9 mmol/l and the bg reading was 1.8 mmol/l. The patient called an ambulance and they treated her with IV fluids, and antibiotics (not reported why the patient was treated with antibiotics). The patient was taken to the hospital and discharged after 3 days. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.